Event description:
It was reported that the patient reflected pain at the implant site at tooth site #14. After examination, the implant was removed due to an allergic reaction.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient identifier: (B)(6). PMA/510(k) number ¿k011028/k013227. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No additional event information received at the time of this report.

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. One impl tapered scr-v sbm 4. 7mm 4.5mm 8mm (tsvwb8) was returned for investigation. Signs of use, there was bone debris on the implant. Also, blood or debris on the internal threading. Measurements match drawing. No damage identified or signs of malfunction that would contribute to the event. Based on the evaluation and dimensional analysis, device malfunction has not occurred. Additionally, there is no existing nonconformance / CAPA / hhe/d / ie / product hold against the reported devices that did or could cause or contribute to the reported event. Monthly post market trending review identified no adverse events or actionable trends for the reported event or devices. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming products. Therefore, based on the available information, the product was within specifications and conforming when it left zimvie. DHR review was completed for the subject lot number (1238521). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Sterilization record (op150) was reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified. Complaint history review was performed for the reported lot number (1238521) for similar events and no other complaint was identified. The device could not be functionally tested for the reported failure (allergic reaction). The reported event could not be recreated. Based on the investigation, risk review and IFU, the most likely cause determined from the investigation is patient specific issue (i.e. Allergies, reactions) or parafunctional habits of patient. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.